Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6721090 and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old persian female underwent primary breast augmentation with mentor smooth round moderate plus profile 330cc saline prostheses and experienced bilateral deflation post procedure. In 2015 the patient¿s implants began to droop and deflation was suspected. In 2017 the patient began experiencing bilateral pain, burning sensation, and lumps (indicative of deflation). Symptoms were stated to be more severe on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09281 for contralateral prosthesis report.